Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced the reagent 1 probe and aligned other probes. The cse ran quality controls, which were within acceptable ranges. The cause of discordant, falsely elevated ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower than the initial results. The corrected report was not issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.